Event description:
It was reported to adac that the source to skin distances were incorrect prior to dose computation. The user noticed that the source to skin distances on all beams registered the same and everything on reprint were ok. No injuries were reported as a result of this issue.